Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during surgery that two implants broke and a third implant was used to complete the procedure. No impact to patient reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336-2021-00055. Report source: foreign: (B)(6). The device will not be returned for analysis, as they are unavailable by hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.